Event description:
It was reported that the surgeon could not break the monomer ampoule neck on the bone cement.

Manufacturer narrative:
This report will be amended when our investigation is complete.